Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the air dermatome would skip, causing horizontal gashes and skip lines. There was no usable graft obtained. An alternate dermatome with a new blade was opened and used to finish the procedure. This dermatome would also skip but was able to obtain a large enough graft to use but required filling in spots with the choppy, ratty pieces of skin from the first pass. There was actual, potential adverse outcome and moderate injury requiring treatment. Diligence is in process. No additional information has been received. No additional consequences have been reported as a result of this malfunction.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d9, g3, g6, h2, h3, h6 and h11. Review of the most recent repair record identified the following related repair: tech found that the unit's control bar was not in the correct position and it was out of calibration. Tech adjusted the control bar, the unit was tested and calibrated, and it was returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.